Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 600 mg/dl. The caller was the customer's aunt. The aunt stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and was advised to change the reservoir and infusion set. The customer did not have a tubing clamp to finish trouble shooting so a tubing clamp was sent incase they wanted to call back to finish trouble shooting. No further information was provided